Manufacturer narrative:
If additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported that there was an issue with optilene suture. The client reported that during anastomosis suturing the suture broke. A new suture was used and the suturing of the anastomosis was repeated from the beginning, which prolonged the duration of the operation and of anesthesia for 10-15 min. There was no harm to the patient.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 36 closed samples to analyze this complaint. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.27 kgf in average and 1.05 kgf in minimum (ep requirements: 0.60 kgf in average and 0.15 kgf in minimum). We have also checked the tested samples and we have not found splitting on thread surface before and after performing test. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.